Event description:
Loss of osseointegration. The initial report did have wrong the tooth position, however we have received this information from customer and the qn has been updated. Hence this updated reports.

Event description:
Loss of osseointegration.